Event description:
It was reported that a spectrum pump has no audio function. It was also reported there was no patient injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported symptom of lack of audio function could not be confirmed. Evaluation found audio to be functioning as expected. All volume levels were found to be functioning per specification. All detection capabilities and functions performed as expected.